Event description:
It was reported that during a lsh procedure, the device's tissue pad fell off, but not into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.